Event description:
(B)(4). Same patient as 2134265-2009-05408. This report is for the carotid wallstent monorail device. The patient was enrolled (B)(6) 2006. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 8 mm and the lesion length was 15mm. There was 50% stenosis as measured by nascet. The target vessel was non-tortuous. Calcium, thrombus, ulceration, dissection or pseudo-aneurysm was not present. A filterwire ez cerebral protection was used successfully during the procedure. A carotid wallstent monorail 9mm diameter/30mm length was successfully placed at the intended site. Pta was performed with the maverick catheter. A heart rhythm stimulant, atropine 1.0 mg was administered during the procedure. Vasodilator was used, nootropil 9g was administered. Patient reported as asymptotic with no complications < 24hrs after the procedure. Plavix was taken post procedure. The procedure was technically successful. Residual stenosis was 0-29%. One month follow up visit in (B)(6) 2006 the stent was patent. Residual stenosis was 70%. Patient reported as asymptomatic. No complications reported since last visit. Six month follow up visit in (B)(6) 2006, stent was patent, residual stenosis 70%. Adverse event is recorded as "instent restenosis, re pta grip 4x12 balloon 10atm 11 sec". Twelve month follow up visit in (B)(6) 2007 stent remained patent, residual stenosis 60%. The patient was symptomatic. Speech/language, mental/intellectual function, and motor system were rated abnormal and worsened since last visit. Sensory system was rated abnormal but improved since last visit. An adverse event was reported as "hemiparesis l.d. Globalis aphasia". No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. (B)(4). Product unavailable for analysis.